Manufacturer narrative:
Continuation of d10: product ID: 8782; serial#: (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024; product type: catheter. Product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 2021-06-10, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(6), ubd: 2016-08-29, UDI#: (B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2025: hydromorphone with concentration 10 mg/ml at a dose rate of 5.405 mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s infusion system was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 06-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown drug via an implanted pump for an unknown indication for use. The issue reported involved withdrawal symptoms and a pump alarm that persisted for two weeks. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. Diagnostics and troubleshooting were performed by the physician, including a rotor study and an attempted dye study. However, the physician was unable to aspirate from the catheter, although the rotor study appeared normal. Interventions taken to resolve the issue included refilling the pump. Despite this, the patient continued to experience some withdrawal symptoms. At the following refill, the aspirated volume was 6 ml, while the expected reservoir volume was 3 ml. The patient was referred to a neurosurgeon to have both the pump and the catheter replaced. Surgical intervention was planned, but it was unknown if it had been scheduled. The issue was not resolved at the time of this report.

Manufacturer narrative:
H3. Device evaluation of the following devices: pump: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. 8784 catheter: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. 8781 catheter: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a deformation in shape of the catheter body. 8782 catheter: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown. Furthermore, a system replacement was not schedule yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.